Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. D4: batch #a9833j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with no apparent damage and with seven er60g reloads present. The reloads were received fully fired. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. After further analysis, a CT scan of the device was performed to observe both the lock assembly and the shifting mechanism of the device. No issues were found with the shifting mechanism, which was confirmed during device disassembly. Upon disassembly there was a slight bend seen in one of the laminates. It is possible that an external force was applied to the jaws creating a torque that manually articulated the device and damaged the articulation mechanism. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event described of unintentional articulation could not be confirmed as did not experience unintentional articulation while firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9833j, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, a surgeon was using an ethicon 4000 with a green 3d reload with echelon endopath staple line reinforcement. Once in the abdomen, the surgeon opened the jaws, articulated the device ~30 degrees, and placed the device on the stomach near the antrum with the cartridge side up. After pre-compression, the surgeon began firing the device using a pulsing firing sequence. He would fire ~10mm, pause a second or two, then continue the rest of the firing continuously. As the staples deployed and the knife blade advanced, near the distal portion of the firing, the device articulated quickly to the ¿home position¿ while the jaws were still clamped on tissue and the firing sequence was ongoing. After reaching the distal end of the device, the knife blade returned to the home position and the surgeon opened the jaws to remove the device from the tissue, and closed the jaws within the abdomen to remove the device from the patient. There was some slight oozing from the proximal portion of the remnant stomach staple line that was addressed with surgicel snow. Staple formation appeared to be good. Before proceeding with the second firing, the stapler was reloaded with an additional green reload with staple line reinforcement, and the surgeon articulated the device and returned it to the ¿home position¿ outside the patient without issue. The surgeon proceeded to use the same device for the remainder of the case for an additional 6 firings (7 total). There was no patient consequence or delay in the case. Procedure was during pre-launch seeding cases. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 08/28/2025. D4: batch #unk. D4: UDI: the full UDI is currently not available. Additional information was requested, and the following was obtained: could you please provide more details about the type of oozing? Slow oozing (blood) from the staple line that didn¿t warrant clinical concern from the surgeon other than applying some surgicel snow. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Application of surgicel snow. How much blood was lost (ml)? Minimal blood loss; not measured in ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ec3d60l, with lot/batch number a98387, and no non-conformances were identified. Manufacturing date: may 29, 2025. Expiration date: apr 30, 2028. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/22/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.